Manufacturer narrative:
Sections d4, h4: the device serial number was not provided therefore manufacturing date is unknown. Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via analysis of the submitted log file. The submitted log file contained approximately 48 days of data (B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019at 14:59 and (B)(6) 2019 at 12:09, the controller has captured two replace system controller faults as well as the corresponding yellow wrench advisory alarms due to an lcd fault. The log file also contained 23 transient lcd fault flags that did not result in an audible/visual alarm condition. Towards the end of the log file on (B)(6) 2019 at 06:47, the rsoc voltage levels of both power cables dropped from the expected ~12.7v down to ~3.6v activating power cable disconnect, low power hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; pump support was not affected as the backup battery supported the system as intended. In the next event at 06:54, the log file appears to have captured the driveline being disconnected which appeared consistent with the provided information of the patient exchanging the controller. Despite these findings, there were no other notable alarms or events active in the log file. The mobile power unit was not returned to abbott for analysis nor the serial number was reported. The provided information indicated that the patient reported discovering that the mpu had become unplugged. Multiple attempts were made on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 to obtain additional information from the customer regarding the event; however, no additional information was provided. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power while connected to the mobile power unit. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device is unknown and therefore the UDI is unknown as well.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported while performing a controller exchange, it appeared that external power was lost. The patient reported discovering that the mobile power unit (mpu) had become unplugged after the fact. A no external power event was captured in the log file on (B)(6) 2019 which was caused by power to the mpu being briefly interrupted.